Event description:
The reporter stated that the surgeon was advancing a aq2003v three piece silicone lens in the injector and noticed the lens was torn. This was prior to insertion so no pt contact or injury.

Manufacturer narrative:
H6: a visual inspection of the returned product shows the lens has one haptic torn off into the optic & is missing. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.